Event description:
It was reported that the insulin pump alarmed no delivery excessively. The blood glucose reading was unknown, although the customer noted that his blood glucose reading was typically between 120-140 mg/dl. He stated that he received about 6 no delivery alarms within the first 2 weeks of using the insulin pump. No significant events leading to the alarm were observed other than the customer eating breakfast. He advised that the alarm was resolved by a complete infusion set change and declined returning his supplies for analysis. He noted that he was still using the same infusion set since his last change on (B)(6) 2014. The blood glucose reading on that day was 98 mg/dl. He declined troubleshoot for the issue since the insulin pump was working fine at the time of the call. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.